Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10july2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer was advised to replace the flow sensor assembly. Part number was provided to the customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator flow accuracy test baseline is out of tolerance at 0.7 standard liters per minute (slpm). The ventilator was not in use on a patient at the time of the event occurred.